Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs in 2009 alleging inaccurate high readings on the one touch unltramini meter compared to the paramedics's meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter for the patient to contact lfs to obtain further clinical information. At around 3:20 pm on the day of event, the patient was incoherent and the paramedics were called. The patient's blood glucose was tested and on his meter and the result was 130 mg/dl and less than 10 minutes later, the paramedics meter read 32 mg/dl. The patient was treated with IV glucose. Patient takes insulin; however, there is no information on the name of insulin he takes or how much he takes. While troubleshooting, customer care advocate (cca) confirmed that the patient had been using expired test strips. Using expired test strips can lead to false blood glucose readings. The meter was coded properly. The meter was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, how long the patient was using the expired test strips and how long symptoms lasted. The complaint is being reported since the patient reported receiving inaccurate readings and receiving medical intervention for hypoglycemia. It is not clear if the patient had believed one of the results prior to the hypoglycemic event had contributed to the reported injury.